Event description:
The company was made aware that the patient had fallen and suffered a blow to the head. The patient is reportedly experiencing loss of sound and loss of lock. External equipment was exchanged; however, this did not resolve the issue. Advanced bionics is in the process of gathering additional information.